Manufacturer narrative:
The pump was received with intermittent down arrow button response due to corroded keypad traces. The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer is at camp and she has a blank display on the insulin pump. Caller stated that she took the battery out and put the battery back in. Caller stated that none of the buttons were working and the pump was blank. Caller mentioned that the customer's blood glucose is low in the 50's mg/dl. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.